Manufacturer narrative:
The field service engineer (fse) checked the vacuum on the act diff 2 instrument and found the vacuum was running low. He found liquid in the inline vacuum bottle and the vacuum filter which caused the loss in vacuum that drains the baths causing them to overflow into the instrument. The fse emptied the vacuum bottle and replaced the vacuum filter to resolve the leak and the failing platelet background reported by the customer. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The volume was reported as 10 ml and the leak was not contained. The customer also reported failing platelet background on startup. No erroneous results were generated in association with this event.